Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aortic neck size and iliac vessel morphology are unknown. It is reported that the stent graft was successfully deployed, however, the physician reported that he met resistance upon trying to pull the runners down, which he described as "sticking." The delivery system was removed from the pt. Further information from the facility is pending. The pt was reported to be fine post procedure and there was no add'l adverse clinical sequelae reported related to this event. The device was not returned for returned goods investigation.